Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Event description:
This is a report from baxter (B)(4) of a leakage of the connecting part. The reported condition occurred during patient use. No patient injury or medical intervention occurred.

Manufacturer narrative:
(B)(4). The customer's reported condition is against a third party manufacturer's product for which baxter does not have reporting responsibility.